Manufacturer narrative:
One 72202971 4.5 flexible endoscopic cannulated drill bit, intended for use in treatment, has been returned for evaluation. The information provided states: ¿during surgery the clancy flexible drill was broken in the flexible area¿. Visual assessment of the drill confirmed the reported complaint of breakage. The drill shaft has broken in two places. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: using the drill in reverse rotation. Excessive force placed on the drill during use. The instruction for use states: ¿do not use these instruments as levers for manipulating hard tissue or bone. Excessive force should not be applied to the instrument when manipulating soft tissue, bone, or hard objects. Misuse of these instruments may result in bent distal tips or jaws; and dull or uneven cutting edges.¿ there were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of complaints and manufacturing batch records was preformed, no other complaints of this failure was found.

Event description:
It was reported that during surgery the clancy flexible drill was broken in the flexible area. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.